Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android; cloud - omnipod 5 software app version 3.1.1; cloud - smartphone operating system tp1a.220624.014.g781vsqs8hwd4; cloud - smartphone hardware sm-g781v; cloud - cgm sensor type g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached below 40 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include seizure and bit a hole into tongue. It was unknown how the patient was treated but the medical professional removed the pod which caused them to have high blood glucose levels at 358mg/dl. It was also unknown when the patient was released. The pod was worn when seeking medical attention but was discarded at the emergency room.